Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "silicone migration" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, granuloma, and device rupture.

Event description:
Healthcare professional reported left side "rupture, hydrated silicone and migration." The device remains implanted.